Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, it was reported that the patient experienced a skin infection under the sensor patch and it extended beyond the patch boundary. On (B)(6) 2025, the patient visited the hospital, where they were diagnosed with cellulitis and admitted for antibiotic treatment (name, route, and dosage unspecified), being discharged home on (B)(6) 2025. By the time the report was made, the site had already recovered. There is no documentation about what method was used to diagnose the cellulitis and whether the patient had a pre-existing health condition and declined to share additional event details and ended the call. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).